Manufacturer narrative:
The insulin pump was received with blank display due to faulty motherboard. The pump was unable to verify unexpected alarm or perform the functional testing, including the operating currents measurement, self-test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display anomaly. The pump had cracked case at display window corners, battery tube threads and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, blank display and unexpected restart from the insulin pump. The customer's blood glucose level was 374 mg/dl at time of incident. The customer's current blood glucose was 432 mg/dl. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return.. The insulin pump will be returned for analysis.